Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The ultrasound gastrovideoscope was returned to the repair center with a report of poor image quality. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, missing ke45@ forceps cover and pink rubber missing glue with wide gap were found. There was no patient involvement.